Event description:
It was reported that the patient experienced stimulation in the wrong location. The patient needed stimulation in shoulder blade area, but stimulation was only reaching to the bra-strap area. There were no problems with impedance. The patient was scheduled to have a lead revision on to move the lead up. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported there were no problems with the system, the lead had migrated and, the revision was successful. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).